Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood/body fluid was present on all conductors.

Event description:
It was reported that at implant attempt, the physician could not get the lead to go where he wanted it to go. Diaphragm stimulation was also noted. The lead was not implanted, and another lead was used. No further patient complications have been reported as a result of this event.